Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2016-01116 2029214-2016-01117 2029214-2016-01118.

Event description:
Medtronic received report that a patient experienced an intracranial hemorrhage (ich) approximately three months after pipeline implantation. Three pipeline devices had been implanted in the treatment of a saccular aneurysm in the left c5 internal carotid artery (ica). The aneurysm dome measured 4.7mm and neck diameter measured 4.3mm. The patient reported experiencing light-headedness and headaches three months post-implantation. The patient underwent MRI and mra of the head, which revealed ich along the anterior left occipital lobe near the temporal lobe junction and also involved areas of the left posterior frontal lobe and left parietal regions. The site reports that the patient was not hospitalized; there was no medical or surgical intervention required. The site notes the event to be continuing and concomitant disease related. The patient was still taking aspirin at the time of ich and had discontinued plavix. The physician advised the patient to continue this regimen. The patient was to undergo a follow-up angiogram six months post-implantation. The patient¿s mrs and nihss was 0 screening, discharge, 30-days, and 180-days post-procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.